Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown, but was reported to be due to the patient maintaining poor hygiene and being in a poor environment. Beginning on the day of onset, the patient was treated with cefazolin 1 gram every day intraperitoneally (duration not reported) and fortum 1 gram every day intraperitoneally (duration not reported) for the peritonitis event. Antibiotic treatment with cefazolin and fortum was ongoing at the time of this report. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Five days after onset, the patient began treatment with ciprobay 2 jars given every day intraperitoneally for the previously reported peritonitis event. Twenty-one days after onset, antibiotic treatment was discontinued and on that same day, the patient was discharged from the hospital. The patient was recovered from the previously reported peritonitis event (previously the outcome was reported as recovering).\ should additional relevant information become available, a supplemental report will be submitted.